Event description:
It was reported that there was a malfunction resulting in insufficient oxygen during a case. The patient was switched to manual ventilation and unit was replaced. There was no patient injury.

Manufacturer narrative:
The customer declined ge service. No repair information available. Block a: customer contact reports no patient information is available. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718